Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery. Customer performed troubleshooting for no delivery alarm. Customer blood glucose reading was 167 mg/dl. The insulin exited after reconnecting the tubes but the alarmed reoccurred. The insulin pump will be returning for analysis.